Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device handle had been separated from the laser shaft at the connector strain relief. The strain relief had some discoloration, likely from burning of the fiber. The connector cap was off. The broken end also had some signs of burning. The length of the fiber body did not have any visual physical defects along the middle of the fiber shaft and the distal tip is intact and appears unused. However, the definitive root cause of the damaged fiber and fire could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: d10.

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the physical device evaluation is still pending. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the 200 micron tfl single use fiber failed upon initial use, the laser fiber broke and caught fire at the connector end, no damage was done to the laser. The issue occurred during a therapeutic cystourethroscopy; left ureteroscopy and laser lithotripsy with stone basketing / manipulation, the intended procedure was completed with a similar device, and with a brief delay (the timeframe was not specified). There were no reports of patient harm.